Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation determined the root cause was attributed to device wear out through normal use and servicing and a need for a broader investigation or corrective action was not necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using the patella resection guide to cut the patella, but it kept unlocking causing the doctor to read just the instrument. There wasn¿t any significant delay to the surgery.